Manufacturer narrative:
(B)(4). The returned ipg was analyzed and it was capable of being fully charged, however it would not link to a test remote at a later time. The charge and battery profiles revealed a sudden drop on current and the impedance between vh and ground was low. These are the typical symptoms of the analog ic damage due to exposure to high-voltage transients causing internal shorts in the component. The patient data indicated fast battery depletion some time prior to the explant procedure. The cause of the device damage couldn't be determined.

Event description:
A report was received that after an elective replacement procedure, product analysis revealed that the ipg demonstrated premature battery depletion.

Event description:
A report was received that after an elective replacement procedure, product analysis revealed that the ipg demonstrated premature battery depletion.